Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. Section h-2 ( if follow up, what type?) Was incorrectly documented in follow up #1. Section h-2 has been updated as (correction) was not selected in section h-2 of follow up #1 and the investigation results were omitted from the initial MDR 30 day report.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor message 'lo' (reading 40 mg/dl) and low scan results compared to readings obtained on the built-in reader. Customer reported "taking her glucose higher" based on low readings, then experiencing symptoms described as "dryness", dizziness, and a loss of consciousness. Customer was unable to self-treat and had contact with an healthcare professional at her home who checked blood pressure and oxygen levels, and provided insulin (dose/type unknown) as treatment for a diagnoses of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor message 'lo' (reading 40 mg/dl) and low scan results compared to readings obtained on the built-in reader. Customer reported "taking her glucose higher" based on low readings, then experiencing symptoms described as "dryness", dizziness, and a loss of consciousness. Customer was unable to self-treat and had contact with an healthcare professional at her home who checked blood pressure and oxygen levels, and provided insulin (dose/type unknown) as treatment for a diagnoses of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor message 'lo' (reading <40 mg/dl) and low scan results compared to readings obtained on the built-in reader. Customer reported "taking her glucose higher" based on low readings, then experiencing symptoms described as "dryness", dizziness, and a loss of consciousness. Customer was unable to self-treat and had contact with an healthcare professional at her home who checked blood pressure and oxygen levels, and provided insulin (dose/type unknown) as treatment for a diagnoses of hyperglycemia. There was no report of death or permanent injury associated with this event.